Event description:
It was reported the patient experienced recurring incontinence with their artificial urinary sphincter. The device had malfunctioned. The system was replaced with a 3.5 cm cuff, pump, and 61-70 cmh2o balloon. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.